Manufacturer narrative:
The report of the event oversensing was not confirmed by reviewing the device data. The device functioned properly and according to its programmed settings. The device was below elective replacement indicator (eri) when received. Longevity was calculated based on the data usage, and the battery depletion was normal. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h6.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2023. The patient status was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. The patient status was stable.